Event description:
It was reported that the surgeon's office indicated that the patient experienced an increase in seizures and low impedance was observed on device diagnostics. However, the neurologist's office indicated that these events did not occur and that the patient was referred for prophylactic generator replacement. An implant card was received indicating that the patient underwent prophylactic generator replacement and that the lead impedance with the new generator attached to the existing lead was within normal limits. No additional relevant information has been received to date.

Event description:
The surgeon reported that there was not an impedance level problem. He reported that there was just a suspected low battery level for which the neurologist recommended a generator replacement.